Manufacturer narrative:
Product complaint # (B)(4). UDI: (01)(B)(4).¿ incomplete. The lot number and expiration dates are currently not available.

Event description:
The affiliate reported that they have received a complaint from (B)(6) hospital about omnispan gun. It was used by mr. Xx on (B)(6) 2017 and the fault is that the gun would not fire. The affiliate has the faulty product that can send off for inspection.

Manufacturer narrative:
Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.